Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. After further evaluation, the suspect medical device was changed from architect stat troponin-I reagent kit, list number:02k41-27 manufacturing site: (B)(4) to architect i1000sr analyzer, ln 01l86-40, abbott laboratories, (B)(4). MDR number 3016438761-2023-00184-00 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from architect stat troponin-I reagent kit, list number:02k41-27 to architect i1000sr analyzer, ln 01l86-40. MDR number 3016438761-2023-00184-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed falsely positive architect stat troponin-I for 1 patient generated from an architect i1000sr and provided the following data (customer reference range 0-99 ng/ml) sample ID (B)(6) : initial result= 195.7, repeat result <10 there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely positive architect stat troponin-I for 1 patient generated from an architect i1000sr and provided the following data (customer reference range 0-99 ng/ml) sample ID (B)(6) : initial result= 195.7, repeat result <10 there was no reported impact to patient management.